Event description:
The customer called and reported that the buttons on the insulin pump were not responding and customer received a button error alarm. Customer's blood glucose was 239 mg/dl. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response, due to corroded keypad traces. The insulin pump was received with cracked case at display window corner, minor scratched display window.